Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported an infection was present at ipg site. In turn, surgical intervention was undertaken wherein the entire system was explanted. Patient was treated with antibiotics and the infection has reportedly cleared.